Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).the sample was discarded.

Manufacturer narrative:
(B)(4). The root cause of the reported connection issue was undetermined. A batch review was performed and there were no defects noted. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor these product lines for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted product surveillance to report a minicap that had fallen off in the shower. The cap had been checked prior to entering the shower and it had fallen off during the shower. These events occurred on (B)(6) 2011. The patient went to the clinic because she was feeling ill and had cramping. Testing was done with the results still pending and the patient had dark effluent. Antibiotics were given during dialysis for treatment regarding the event. . Baxter contacted the peritoneal dialysis (pd) rn on (B)(4) 2011 and she reported that the patient did not have peritonitis at the time of this incident. She reported that a culture was done at the time of the reported incident and showed no growth. She reported that the patient has now been diagnosed with peritonitis. Pd effluent was clear but the patient presented with abdominal cramping on (B)(6) 2011. Pd cultures and cell count were done on (B)(6) 2011 prior to starting the patient on vancomycin and cefepime intraperitoneally. No further information was available.